Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the sample photo did not reveal the reported problem of connection failure. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution administration set would not properly connect to the patient. It was further reported that the connector could not adjust to the patient's catheter. An unspecified micropore was used to prevent leakage and continue with the process. This event was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.